Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem during service evaluation. The service technician replaced the cpu pcb to correct the problem. Extended self testing (est) was completed and all tests passed per operating specifications.